Manufacturer narrative:
This report is submitted on march 24,2022.

Event description:
The patient experienced hematoma over the implant site and subsequently was treated with a needle aspiration (date not reported).